Event description:
It was reported to covidien on 02/10/2009 that a customer had an issue with a dialysis catheter. The catheter became brittle and cracked at the adapter, with some leaking at the connection. As a result, the catheter needed to be removed on (B) (6) 2009 and replaced on (B) (6) 2009.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.